Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mm6938 batch number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a pyeloplasty procedure on (B)(6) 2019 and suture was used. The suture was fraying and cutting through the tissue like barbs. It is unknown what was used to complete the procedure successfully. There were no adverse patient consequences reported.